Event description:
The account alleged that the bed rolls when the brakes are on. No pt impact.

Manufacturer narrative:
The technician found the brakes were not fully engaged. The account was not pushing the brake pedal down far enough. The technician engaged the brakes and they were functioning as designed.